Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Sample not returned.

Event description:
It was reported that the patient developed peritonitis following a g tube replacement. The device was changed at (B)(6) hospital. The placement of the g tube was verified by injecting x-ray contrast material through the tube and taking pictures. The surgeons deemed the tube placement was appropriate and allowed the patient to leave the hospital. The following day, the patient's condition became worse, and the patient was readmitted to the hospital. A CT scan was performed, and revealed symptoms of peritonitis with upper gastrointestinal perforation. The patient was given antimicrobial medications, but did not require surgical intervention. The patient recovered after fifteen days of hospitalization, and was then released. No further information has been provided at this time.